Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. Patient alleged having liver and kidney cancer, cough, extreme fatigue, cirrhosis of the liver, headaches, dizziness, eye irritation, difficulty breathing and shortness of breath, nausea, constant uti. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap,and mechanical ventilator devices.the manufacturer previously received information alleging having liver and kidney cancer, cough, extreme fatigue, scirossis of the liver, headaches, dizziness, eye irritation,difficulty breathing and shortness of breath, nausea, constant uti related to a bipap device's sound abatement foam.there was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An secondary findings dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device,evidence of water ingress on the blower and blower box, the device's downloaded event log was reviewed by the manufacturer and found three erorrs. The manufacturer concludes evidence of sound abatement foam degradation/breakdown was not observed in the base unit. In this report, section d9, g3, h3, h6 has been updated or corrected.